Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving an unspecified high sensor scan when compared to a built-in meter. The customer further reported that due to the high sensor scan, a medical event occurred and the son administered glucagon as treatment. There was no report of death or permanent injury associated with this event. Reportedly, a sensor scan of 182 mg/dl as compared to a built-in meter result of 75 mg/dl. When the results plotted on a parkes error grid, fell into the "c" zone. Also, sensor scan of 185 mg/dl as compared to a built-in meter result of 60 mg/dl. When the results plotted on a parkes error grid, fell into the "d" zone. Both sets of the compared results are showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.